Manufacturer narrative:
Correction/additional information d4: lot #: suspect lot h22e09079 . H10: a batch review was conducted for suspect lot h22e09079 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked; further described as ¿leakage was observed during opening of the mini set¿. This occurred during preparation for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.